Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('at the fundus there are two metal coiled wires, consistent with essure coils, embedded into the myometrium up to 2.0 cm'), pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding(general bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, dysplasia, chlamydial infection, intrauterine growth retardation, cervical intraepithelial neoplasia and pelvic congestion syndrome. Concurrent conditions included maternal exposure during breast feeding. Concomitant products included medroxyprogesterone acetate (depo-provera). In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (essure removed by hysterectomy (full),salpingectomy (bilateral)on (B)(6) 2018 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: as discrepancy noted in insertion date: (B)(6) 2016 patient received treatment for pain, bleeding it was reported that lot number not retained. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Pathology test - on (B)(6) 2018: the right fallopian tube measures 5.4 cm in length x 0.6 cm in diameter attached fallopian tube has purple tan, smooth serosa, with one cyst adjacent to fimbria measuring 1,2 x 0.7 x 0.6 cm filled with dear fluid without papillary excrescences. Concerning the injuries reported in this case the following events were reported from medical records: menorrhagia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2019: plaintiff fact sheet and medical record received. Event abnormal bleeding (menorrahagia) added to the verbatim menorrhagia.abnormal bleeding( general bleeding), abdominal pain, abnormal bleeding (vaginal bleeding), dysmenorrhea (cramping), embedded device and vaginal pain were added. Medical history and concomitant drugs added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (essure removed by hysterectomy (full), salpingectomy (bilateral) on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: as discrepancy noted in insertion date: (B)(6) 2015. Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: event injury nos replaced with event pelvic pain, abdominal pain and menorrhagia (heavy menstrual bleeding). Patient demographic details, reporter and product information was added. Lab dada added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.